Event description:
(B)(6) 2024 - the consumer claims she fell asleep and woke up with a small burn on her lower back. However, the severity of the burn was not specified.

Manufacturer narrative:
The heating pad is intended to maintain an elevated temperature during use. Consumers are warned in the user manual to not use the product while sleeping or use the product over their bodies. Conair will report on the side of caution given the incident does not classify as a serious injury and the uncertainty of the severity of the burn.